Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t12 for treatment of a t12 vertebral fracture. Fracture was the result of a fall occurred 3 days prior to the procedure. Reportedly, patient was found to have a 30% right lung pneumothorax in the post anesthesis recovery room. Chest tube was inserted for lung re-expansion and patient was admitted to hospital. No further information was reported.

Manufacturer narrative:
(B)(4).